Manufacturer narrative:
(B)(4). Concomitant medical products: item # unk, cup, lot # unk; item # unk, liner, lot # unk; item # 650-1057, head, lot # unk; item # 51-149050, stem, lot # unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent revision due to pain and instability approximately ten months later. One month following the revision procedure, the patient developed an infection at the surgical site. The patient was treated with antibiotics.

Manufacturer narrative:
Additional information. The following sections were updated/corrected unknown tm shell: unknown part and lot. Unknown trilogy liner: unknown part and lot. 650-1057: biolox ceramic head: 540320. 51-149050: taperloc femoral stem: 2931611. Complaint sample was evaluated and the reported event was not confirmed. Cultures were said to have revealed the growth of mrsa, however results were not provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.